Event description:
Device 1 of 3. Reference MFR report number 1627487-2014-00245 and 1627487-2014-00254. The patient's (B)(6) therapy system includes four percutaneous leads from two different lots for peripheral nerve stimulation (off-label). It was reported the patient is not receiving effective stimulation. Multiple reprogramming attempts have been unsuccessful thus far in resolving this issue. Additionally, it was reported the patient is experiencing intermittent stimulation. After therapy is initiated, the intensity of the patient's stimulation reportedly diminishes and eventually shuts off. In an effort to address these issues, a trial implant is planned at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.